Event description:
Had repair of right knee acl tear. Pain pump catheter placed into suprapatellar pouch. At time of surgery, articular surfaces were noted to be normal, and preop x-rays/MRI did not show arthritis. Photos taken in 2006, during surgery did not show arthritis/chondrolysis. Photos during subsequent surgery in 2007, showed grade 3 and 4 chondromalacia, necessitating chondroplasty. Postop MRI shows diffuse thinning of my cartilage in the right knee, and diagnosis is degenerative joint disease with bone on bone arthrosis. Dates of use: 2006. Diagnosis or reason for use: acl reconstruction - postop pain relief. Event abated after use stopped: no.